Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the emergency room after receiving several shocks from her implantable cardioverter defibrillator. Upon device check abnormal signals on ventricular fibrillation and a small impedance drop were noted. Chest x-ray confirmed that the right ventricular lead dislodged. Device was programmed off and lead revision was scheduled. Patient was stable.